Event description:
A healthcare facility in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to our regional office in (B)(4) where it was inspected by a trained fisher & paykel healthcare service engineer. The manometer of the complaint neopuff was returned to the manufacturer for further evaluation. The manometer was visually inspected and performance tested. Results: visual inspection revealed the complaint manometer needle to be stuck and the adjustment screw cover to be missing. The head of the adjustment screw appeared to be slightly worn indicating that several adjustments had been made. The manometer was opened for further inspection and it was observed that the adjustment screw was tight and difficult to adjust. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The neopuff was fitted with a new manometer, given a full performance check and returned to the customer.